Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "if you observe blood in the cannula, check your blood glucose frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod" and "test results greater than 13.9 mmol/l [250 mg/dl] mean high blood glucose (hyperglycemia). If you get results above 13.0 mmol/l [250 mg/dl], but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 13.9 mmol/l [250 mg/dl, follow the treatment advice of your healthcare provider". It advises, "if your glucose is 13.9 mmol/l [250 mg/dl] or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod".

Event description:
The customer's mother reported that her blood glucose results while wearing a pod. At 9:27pm, her daughter's result was 24.0 mmol/l (432 mg/dl) and she took a 1.25u bolus. At 11:13pm, her result was 24.2 mmol/l (436 mg/dl), and the pod was changed. The mother stated that there was blood in the cannula, and it was bent.